Event description:
It was reported the patient came to our hospital on (B)(6) 2024 for treatment of breast cancer and followed the doctor's instructions. Need intravenous infusion of chemotherapeutic drugs PICC tube placement, (B)(6) 2024 and outside the hospital to replace the PICC tube placement at the dressing, appeared in the right upper limb PICC tube PICC tube at the skin redness, swelling, tenderness, accompanied by fever, the highest temperature of 38.5 celsius, returned to the hospital clinic to check the right upper extremity vascular ultrasound: right upper extremity artery, deep veins, tube placement of the venous blood flow, consider the right upper limb considering the skin and soft tissue infection at the PICC tube placement, the dressing was replaced and the patient's right upper limb improved after anti-infection treatment with ¿cephalosporin¿. Body temperature returned to normal. The patient was diagnosed with left breast cancer for 1+ month, and was proposed to undergo the 2nd cycle of adjuvant chemotherapy. She was admitted to the hospital on (B)(6) 2024, and on the second day, she developed fever, with the highest temperature of 38.8 celsius. The skin of the right upper limb at the PICC tube placement was slightly swollen, and the skin was slightly red. The patient was advised to continue to give cephalosporin anti-infection, drink plenty of water, physical cooling after the temperature returned to normal. (B)(6) 2024 complained of pain in the right upper limb, redness and swelling of the same situation, vascular ultrasound: examination and diagnosis: the right upper limb vein, brachial vein thrombosis. Immediately given cardiac monitoring, level I care, continuous oxygen intake, right upper limb braking, the patient's family was instructed to accompany 24 hours. After requesting vascular surgery, patient was given anticoagulation therapy: rivaroxaban tablets 15mlbid, after 21 days the dose was adjusted to 20mgqd. Anticoagulation was regularly reviewed ultrasound for at least 3 months. After 3 days of anti-infective treatment, on (B)(6) 2024, the review of the extremity vascular ultrasound showed that the swelling and pain of the right upper extremity had significantly improved. This condition caused some impact on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.